Manufacturer narrative:
Two (2) bags were received for evaluation. Visual inspection of the bags revealed that the spike port tubing cap was leaking. Functional testing was performed, and also revealed a leak from the spike port tubing cap. The reported condition was verified. The cause of the condition was not determined. To address this issue, the supplier of the component has been notified of this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the middle port of two (2) exactamix 2000 ml eva tpn bags. This was noted before patient use. There was no patient involvement. No additional information is available.